Event description:
The manufacturer received information alleging an issue related to a continuous positive airway pressure (CPAP) device's sound abatement foam. There was no patient harm or injury. This issue was reported to the FDA per 21 cfr 806. The device will be corrected per res 88058.

Manufacturer narrative:
The manufacturer was previously received information alleging an issue related to a continuous positive airway pressure (CPAP) device's sound abatement foam. There was no report of patient harm or injury. In the previously submitted report section b5 was incomplete, section b5 is- the patient also alleged visualization of black particles. The device was returned to the manufacturer's product investigation laboratory for investigation. An internal visual inspection of the device was completed by the manufacturer. The manufacturer found evidence of unknown contaminant on the front panel, blower, blower box, and bottom enclosure, liquid ingress to the blower. The manufacturer found no evidence of sound abatement foam degradation/breakdown. The manufacturer concludes there was evidence of contaminant on the front panel, blower, blower box, and bottom enclosure, liquid ingress to the blower. The manufacturer confirmed there no was evidence of sound abatement foam degradation/breakdown. Section d9, g3 and h6 has been updated in this report.